Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit gave a "gas calibration error" message while the device was warming up. They were initially able to clear the message by replacing the water trap and restarting the unit. However, during the procedure, the gas unit displayed the error message two more times. The patient was then transferred to another known-working gas unit to continue the procedure. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model#: mu-631ra, serial#: (B)(6), device manufacturer data: 01/16/2014, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "gas calibration error" message while the device was warming up. They were initially able to clear the message by replacing the water trap and restarting the unit. However, during the procedure, the gas unit displayed the error message two more times. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "gas calibration error" message while the device was warming up. They were initially able to clear the message by replacing the water trap and restarting the unit. However, during the procedure, the gas unit displayed the error message two more times. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave a "gas calibration error" message while the device was warming up. They were initially able to clear the message by replacing the water trap and restarting the unit. However, during the procedure, the gas unit displayed the error message two more times. The patient was then transferred to another known-working gas unit to continue the procedure. There was no patient harm reported. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. During evaluation, the reported issue was replicated but recalibration resolved the issue. After further testing, the device experienced a "device error" message, and the pump exhibited a clicking noise. The root cause of the complaint is hardware failure. The device had been installed at the customer's site since (B)(6) 2014, thus exceeding its expected lifetime usage. The device is not viable for repair due to its age and is designated to be scrapped. A review of the device's complaint history by serial number reveals no other complaints. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 01/16/2014. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.